Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo which displays the patient label with the lot number listed as ar-7258-1. The cause has been determined to be a manufacturing issue. Ncr-22897 has been opened for this.

Event description:
It was reported that on the sticker of the product, instead of the lot number, it is noted the reference with an expiry date of 31/03/2024 which corresponds by deduction to the lot 100001 in the deposit of the customer.